Event description:
Patient underwent the essure procedure (B)(6) 2011. The patient returned to physician 1 week later with report of pain on left side. U/s showed a hemorrhagic cyst. Pain eventually subsided but returned a week later. Patient went to the emergency room. CT scan showed the same diagnosis, however, the left insert appeared twisted. Patient decided to have the devices removed. Physician removed both devices through pelviscopic bilateral salpingectomy. Surgical findings showed left coil had migrated into the uterine cavity. Patient showed improvement of pain post surgery.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.